Event description:
Vns patient experienced several episodes of tachycardia with an increase in seizures while device was programmed to rapid cycling parameters. The patient was referred to a cardiologist for evaluation.